Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Reportedly, the reason for the cracked screen was unknown. There was no known impact to the customer¿s blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.